Event description:
It was reported that the lead helix would not extend. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the distal portion of the lead was returned and analyzed. The lead was returned stretched and the inner insulation was buckled which would prevent the helix from functioning properly. The outer insulation was breached cut, and there was blood in/on the helix mechanism; apparent explant damage.